Event description:
A customer observed a false low vitros bubc result on a vitros 5, 1 fs analyzer. The result was reported and questioned by the pt's physician. A repeat analysis of the original sample confirmed that the original result was falsely low and a corrected report was generated. The customer states there was no allegation of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event has determined that the most likely root cause was user error. The investigation concluded that the false low bubc results most likely were associated with an incorrect sample that was programmed manually by the user. There was no instrument mechanical malfunction or error codes generated during the time, the original sample was assayed.